Event description:
It was reported that following a case the 9900 system was unplugged and there was an electrical pop sound. Then the system would not turn on or reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset and the power cord repaired during the service call. The system was tested and found to be working as intended and put back into service.